Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to the hospital for high blood glucose and diabetes ketoacidosis. It was also stated the customer had possible stomach virus. Troubleshooting was performed. All the settings were correct on the insulin pump. Ran fixed prime test and insulin exited. Ran high pressure test and no delivery alarm occurred. Advised customer to change the infusion set. Nothing further reported.